Event description:
It was reported that during a routine office visit, the pacemaker device was found in safety mode, and unable to be interrogated. Subsequently the device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned and analysis completed.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated and was confirmed to be operating in safety mode. Evidence of memory corruption was also noted; however, telemetry was lost after approximately one minute. Telemetry continued to be unreliable. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the memory errors identified in the laboratory setting, the slightly swollen battery, and the clinically-observed reversion to safety mode operation. Investigation into this behavior determined that the cathode tab insulation within the battery could be partially damaged during manufacturing when the insulation tube was placed over the cathode tab. The damage did not initially result in a breach of the insulation, and as a result, subsequent manufacturing verification testing performed after the battery was fully assembled was normal. Over time, the damaged insulation can degrade and eventually result in a situation where the cathode tab comes into contact with the device case, creating a shorted condition. As part of continuous improvement efforts, a design enhancement was implemented in 2018 to change the dimensions of the cathode tab. This enhancement was intended to reduce the likelihood of insulation damage when the cathode tab insulator tube was placed over the cathode tab. This particular device was manufactured prior to the design change.

Event description:
It was reported that during a routine office visit, the pacemaker device was found in safety mode, and unable to be interrogated. Subsequently the device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned and analysis completed.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated and was confirmed to be operating in safety mode. Evidence of memory corruption was also noted. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the reversion to safety mode operation. Investigation into this behavior determined that the cathode tab insulation within the battery could be partially damaged during manufacturing when the insulation tube was placed over the cathode tab. The damage did not initially result in a breach of the insulation, and as a result, subsequent manufacturing verification testing performed after the battery was fully assembled was normal. It was determined that the damaged insulation can degrade over time and eventually result in a situation where the cathode tab comes into contact with the device case, creating a shorted condition.

Manufacturer narrative:
At this time the device has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that during a routine office visit, the pacemaker device was found in safety mode, and unable to be interrogated. Subsequently the device was explanted, and a new device implanted. The device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.